Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead and device were replaced to obtain magnetic resonance imaging (MRI) compatibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted and replaced due to non-specific malfunctions. No patient complications have been reported as a result of this event.